Manufacturer narrative:
Brugger, j., isenegger, c., jordan, f., subin, b., stump, r., knecht, s., spreen, d., schaerli, n., krisai, p., schaer, b., mahfoud, f., sticherling, c., kuhne, m., badertscher, p. Anterior mitral isthmus line using pulsed-field ablation with the pentaspline catheter or radiofrequency ablation. Europace. 2025; 27: euaf265. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D4: unique identifier (UDI): this event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported via literature that an adverse event occurred. A study was conducted to compare procedural characteristics, safety, and outcomes of pulsed-field ablation using the boston scientific (bsc) farapulse system versus radiofrequency ablation (rfa) in patients undergoing pulmonary vein isolation with additional anterior mitral isthmus line ablation. Procedure summary a total of one hundred twenty-nine (129) patients underwent pulmonary vein isolation procedures. Of these, sixty-one (61) patients were treated using the boston scientific farapulse pulsed-field ablation system. The study population had a median age of 70 years, with 40% female patients. All procedures were performed under sedation with midazolam, fentanyl, and propofol. Transseptal access was obtained, and anticoagulation was maintained during the procedure. Pulmonary vein isolation using the farawave catheter was performed with multiple pulsed-field ablation applications to achieve circumferential ablation. Additional ablation lesions were delivered to create an anterior mitral isthmus line, guided by fluoroscopy and electro anatomical mapping. Procedural success was confirmed by establishing bidirectional block. Event summary of the 61 patients treated with the boston scientific farapulse system, one patient experienced a stroke approximately two days post-procedure. The patient presented with neurological deficits and underwent interventional thrombectomy of the terminal right carotid artery and medial cerebral artery. At the time of discharge, the patient had residual mild neurological impairment. No device malfunctions or device deficiencies were reported. No deaths were reported in association with the boston scientific device. Patient status the patient experienced mild residual neurological impairment at discharge. No further follow-up information was provided.